Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 10th june 2010 and performed to specification up to the 6th september 2015. The pad-pak was removed and reinstalled on 2 occasions for periods up to 3 months. Multiple manual power ups mainly of 10 minutes duration were recorded between the 9th september 2015 and the final history log entry on the 11th october 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.